Manufacturer narrative:
Device evaluated MFR.: the device was returned loaded in a catheter, and it couldn't be removed. The wire was inspected and was noted to be broken in the distal section end; the spring tip was returned unraveled. Also, the device has the body kinked in the middle of the device. The overall length of the wire could not be measured as the wire was loaded in the catheter. The outer diameter of the distal tip was also not measured as the spring tip was unraveled. Outer diameter of both the middle and proximal section of the device were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotawire was stuck in the lesion and separated outside patient's body. The 90% stenosed target lesion was located in the severely tortuous and severely calcified branch of the distal left anterior descending artery (lad). A 330cm rotawire¿ and a rotablator burr were selected for use. During the procedure, the burr was advanced in normal mode speed and was rotated in high speed; subsequently, the rotawire became stuck in the lesion. Another guidewire was used to cross the proximal lesion. The rotawire was then removed from the patient's body and noted that the shaft was stretched and the core wire became separated. No device fragments remained inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotawire was stuck in the lesion and separated outside patient's body. The 90% stenosed target lesion was located in the severely tortuous and severely calcified branch of the distal left anterior descending artery (lad). A 330cm rotawire¿ and a rotablator burr were selected for use. During the procedure, the burr was advanced in normal mode speed and was rotated in high speed; subsequently, the rotawire became stuck in the lesion. Another guidewire was used to cross the proximal lesion. The rotawire was then removed from the patient's body and noted that the shaft was stretched and the core wire became separated. No device fragments remained inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.